Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully retracted. Inpen received with missing injection foot. Unable to perform baseline/wireless functionality test, leak test, leadscrew reset torque test, and displacement dose accuracy test. Inpen passed front cap investigation. In conclusion: no insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Unable to verify alleged high bg. Unable to verify customer's complaint for leadscrew anomaly due to missing injection foot. A missing injection foot can affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the inpen injection foot was broken and no insulin was coming out of the needle resulting to a hyperglycemia and customer also alleged screw movement issue. The customer blood glucose was 450 mg/dl at the time of event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed for inpen damage issue and customer was advised to replace the inpen. Troubleshooting was declined by the customer for hyperglycemic event. . It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-105nngyna was requested and customer response was the device will be returned.